Manufacturer narrative:
Device sample not received by manufacturer. A device history record (DHR) review did not show any issues related to this complaint. Complaint not confirmed. A root cause can not be determined since the sample was not available. Manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: "customer called reporting that the rubber bands were crumbling. They were breaking while the operating room staff was preparing to use them. There was no patient involvement."